Event description:
It was reported that the t:slim x2 pump battery would not charge, and there was a power source alert in the pump's history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using the original charging supplies with the wall adapter plugged into a working outlet for at least 30 minutes, which successfully initiated charging, and no further assistance was required.